Event description:
Social worker reported that the customer was not able to test her blood glucose level because her adc blood glucose monitor was not working properly. The caller further reported that the customer subsequently experienced lightheadedness, weakness, and very pale. Paramedics were called and the customer was transported to the hospital. The caller was not sure what was the diagnosis and treatment provided; however, the treatment given was a change to the customer's normal medication. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of manufacture is unknown. (B)(4).